Event description:
Medic attempting to start 20g 1.00 in bd nexiva and at time of breaking seal, noticed grinding sound and feel. Needle was not inserted into patient. Obtained another needle without issue to insert.